Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/23/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: investigation revealed a dim and discolored display screen. Further review of the pump indicated a call service alarm noted in the black box history. No issues were noted with time and date. The rewind, prime and load steps were successfully performed on the pump with no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened; no moisture or corrosion was noted. No issues were noted with the motor or the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.